Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in-clinic on (B)(6) 2018. Upon review, the left ventricular lead exhibited loss of capture due to dislodgement. On (B)(6) 2018, the patient presented remotely via merlin.net transmission. Upon review, the atrial lead exhibited lead noise resulting in inappropriate mode switches. No other electrical anomalies were noted. On (B)(6) 2018, the left ventricular lead was successfully repositioned. During the procedure, the atrial lead looked physically twisted. The lead was removed and replaced. The patient was stable during and after the procedure.